Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor site, describing symptoms of a small amount of blood forming under the skin that appeared like a rash and a bruise, which was confirmed as an infection by the hcp. The user did not recall when the symptoms first appeared, and no other infections were reported. The user's hcp is aware of the event and prescribed antibiotics and topical creams. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect.the user reported an infection at the sensor site, describing symptoms of a small amount of blood forming under the skin that appeared like a rash and a bruise, which was confirmed as an infection by the hcp. The user did not recall when the symptoms first appeared, and no other infections were reported. The user's hcp is aware of the event and prescribed antibiotics and topical creams. Per dms, the user is currently using the system with up-to-date information.